Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report: 3025141-2025-00152.

Event description:
It was reported that both,1.5mm hex drivers tips, broke during the case. There was a delay of 15-20 minutes. No reported adverse effect to the patient.